Event description:
Related manufacturer reference number: 2017865-2022-44152, related manufacturer reference number: 2017865-2022-44156. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination, it was noted that the right atrial (ra) lead had low pacing lead impedance and noise which caused automatic mode switch episodes. It was also noted that the right ventricular (rv) lead had high pacing lead impedance. The patient expired after being transferred from the hospital. The primary cause of death is unknown. It was suspected that the ra lead issue was related to the cause of death. The implantable cardioverter defibrillator, ra lead and rv lead were not explanted from the patient. No additional information was reported.